Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed, residual liquid or foreign material came out of channel tube. The foreign material could not be identified based on the provided information. It is likely that the foreign material remained because the device was returned to olympus without reprocessing at the user facility. Additionally, the investigation identified a b30 (scope communication error). It was likely, due to a malfunction in the imaging unit. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the bronchovideoscope had something like a brown liquid was dripping from the bottom of the scope. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.